Manufacturer narrative:
(B)(4). Device available for evaluation?, device evaluated by MFR?: correction - it was initially reported that the device was returned for analysis. Subsequent information revealed that the wrong device was returned and the complaint device is not available for evaluation. The complaint device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported inflation issue and leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified restenosis lesion in the mid femoral artery. A 6 x 20 mm armada 35 balloon catheter was advanced to lesion and an attempt was made to inflate the balloon; however, it could not fully inflate. The balloon catheter was removed and tested outside the patient. It was noticed that there was a leak in between the catheter and the hub of the balloon. The procedure was successfully completed with a new unknown balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.